Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). All sample results were reported outside of the laboratory, with the erroneous results being reported to the physicians. The first sample initially resulted as > 100 pmol/l and was repeated on (B)(6) 2017, resulting as 18.1 pmol/l. The second sample, from a (B)(6) male patient, initially resulted as > 100 pmol/l on (B)(6) 2017 and repeated as 18.7 pmol/l on (B)(6) 2017. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 225159. The reagent expiration date was asked for, but not provided. Upon review of calibration data, calibration signals were ok, but signals always tend to be on the low side. Upon review of quality control data, control recovery was ok.

Manufacturer narrative:
The field service engineer replaced the measuring cells and sipper probes of the analyzer. An instrument check was performed after replacement of these parts and was within specifications. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Upon analysis of the alarm trace data, low signal alarms were detected after the dates of the events. The cause for these alarms could not be identified. Based on calibration and quality control data, a general reagent issue can most likely be excluded. Possible root causes include sample quality, the presence of bubbles/foam on reagent surfaces, or an analyzer specific issue (measuring cells).